Event description:
The pt presented with a distended belly, caused by a ruptured aneurysm. Was initially treated with a gore excluder endoprosthesis, but it did not resolve the distention. The pt was converted to open surgery and an intervascular graft was implanted. The procedure went well, but the pt died a few hours later. Cause of death was reported to be ruptured aneurysm, bleeding and abdominal distention.

Manufacturer narrative:
No device eval was performed since the graft was not returned to the MFR. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. There was no similar reported incident from this batch number. No conclusion can be drawn. However, post operative death are known to occur after ruptured abdominal aortic aneurysm.